Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned, and no pictures were provided; therefore, a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the journal article, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: unknown oxford tibial component; item number: unknown; lot number: unknown. Unknown oxford femoral component; item number: unknown; lot number: unknown. G2: china. Journal article citation: hao, y., li, j., li, j. Et al. Comparison of clinical outcomes of bilateral and unilateral unicompartmental knee arthroplasty for the treatment of knee osteoarthritis. Sci rep 14, 30953 (2024). Https://doi.org/10.1038/s41598-024-81995-7. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
A journal article was retrieved from scientific reports (2024) that reported a study from china. The purpose of the study was to compare the clinical outcomes of simultaneous bilateral and unilateral uka. A retrospective review was performed between 2019 and 2022 on 280 patients (130 simultaneous bilateral vs. 150 unilateral oxford uka) who performed by two experienced surgeons. Patients in both groups underwent surgery according to the microplasty instrumentation system, with congruent postoperative management and carefully standardized follow-up. The indication for surgery was u-uka group exhibited unilateral knee osteoarthritis, while the sb-uka group had bilateral manifestations. The u-uka group consisted of 34 men and 116 women, with a mean age of 63 (50¿81) years and a bmi of 27.3 (20.2¿39.6) kg/m2. On the other hand, the sb-uka group consisted of 4 men and 106 women, with a mean age of 62.6 (49¿80) years and a bmi of 27.7 (19.5¿39.8) kg/m2. Follow-up was conducted at one, three, six-, and twelve-months post-surgery in both groups. The study reported one patient within the sb-uka group, right knee polyethylene liner dislocation. Due diligence is in progress for this complaint; to date no additional information or product has been received.